Manufacturer narrative:
Covidien reference #:(B)(4).

Event description:
Patient received radio frequency ablation with the use of the halo90 ultra ablation catheter on (B)(6) 2015. This was the patient's second completed rfa treatment. On (B)(6) 2015 the patient developed slight post procedural pain. The physician prescribed carafate suspension. The physician reported the patient was admitted to ER on (B)(6) 2015 and developed a bilateral pulmonary embolism. Treating physician suspects that this is unrelated to radio frequency ablation treatment. No further information provided.